Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, patient experienced bladder erosion, vaginal erosion, recurrent vaginal infections, vaginal odor and discharge, vaginal pain, painful intercourse and increased incontinence. The device was explanted in 2001. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event.